Event description:
On the second and third firings, the stapler fired but staples did not form properly, they were still in square shape, not "b" shape. Surgeon noticed tissue separating and converted to an open procedure to complete the case. Pt status unk at this time.